Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Patient also reported "chest pain, trouble breathing, depression, raynaud's disease, developed bad gerd, extreme fatigue, brain fog, memory loss, joint pain, dry hair/skin, rashes, vertigo, heat in cold tolerances, hormonal issues, numbing and tingling of limbs, insomnia, weight problems, inflammation and dehydration"; these events are not device related. Device remains implanted.